Event description:
Boston scientific received information that this system was exhibiting intermittent high pacing impedance measurements which had exceeded 2000 ohms on the left ventricular (lv) channel. A fracture of this lv lead was suspected; however, fluoroscopy was not performed so the fracture was not confirmed. The lead was being monitored until recently when the impedance measurements were consistently high and threshold measurements had also increased. A revision procedure was being performed to remove the non-functioning atrial lead and the decision was made to remove this lv lead during the same procedure. The physician noted removal difficulty which was most likely due to too much scar tissue which impeded the extraction process. Laser extraction was utilized and the lv lead unraveled during the process. The associated device was also removed from service during this procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.